Manufacturer narrative:
The complaint of leaks on item 01c-c3300 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The lot#13798063 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Additional reporter: (B)(6).

Event description:
The event involved a microclave¿ connector where it was reported there was leakage at joint. The place of use was in a medical institution (changchun children's hospital). It was stated it was found that there was fluid leaking at the infusion joint and the device could not be used any longer. There is no information about the patient, the infusion, the procedure, etc., except what is written in the report. There was unknown patient involvement and unknown patient harm.